Event description:
The customer stated that she was experiencing high blood glucose levels, and went to the emergency room with a reading of 192 mg/dl. Troubleshooting was performed, and found that the drive support cap was flush. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No damage to the drive support disk noted.